Event description:
It was reported that the bd safe-clip¿ rattled as if it already had clipped needles inside. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I recently purchased bd safe-clip: ref #328235 lot #2235002 ...and the one I got and opened today: 1) already has a biohaz sticker on it, and 2) rattles- like it already has clipped needles in it subsequently, I went online and looked up product reviews. Apparently, there are several customers who have complained about the exact same thing. What's going on? Are we getting used biohazard sharps containers sent out to us? I also work in a xxx qc laboratory and we always rely on bd to supply our syringes, needles, etc. For bacterial endotoxin assays and such. We have never had any problem with the lab shipments. ...so, it's just really weird that the direct-to-consumer sales arrive in such consistently questionable conditions. ...or, the thing just rattles and there aren't any stranger's used needles in there."

Manufacturer narrative:
The following fields have been updated due to additional information: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na. E.1. The customer's address is unknown. (B)(6), USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ rattled as if it already had clipped needles inside. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I recently purchased bd safe-clip: ref #328235. Lot #2235002. And the one I got and opened today: 1) already has a biohaz sticker on it, and. 2) rattles- like it already has clipped needles in it. Subsequently, I went online and looked up product reviews. Apparently, there are several customers who have complained about the exact same thing. What's going on? Are we getting used biohazard sharps containers sent out to us? I also work in a (B)(6) laboratory and we always rely on bd to supply our syringes, needles, etc. For bacterial endotoxin assays and such. We have never had any problem with the lab shipments. So, it's just really weird that the direct-to-consumer sales arrive in such consistently questionable conditions. Or, the thing just rattles and there aren't any stranger's used needles in there."